Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided, to correct the event date and brand name. Based on the additional information received, no conclusions can be made. Per medical records review, about few years post implant of composix mesh e/x, patient was diagnosed with hernia recurrence, bacterial infection, adhesions, abscess, wound dehiscence and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." No lot number has been provided; a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with two composix meshes. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2006 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of composix mesh (device #1). Per operative notes, ¿the adhesions were divided to free up. The contents of the incisional hernia. Small bowel loops were also in the hernia which was reduced into abdomen and the dense adhesions were also divided. The hernial defect was easily visible with the old mesh on the anterior abdominal wall. A composix mesh was used and tacked.¿ (B)(6) 2007 - patient underwent complex component separation with onlay mesh (composix mesh e/x) (device #2) hernia repair. Per operative notes, ¿the previous wound was opened, the mesh was split. A composix mesh was placed under the muscles with good overlap and sutured. The edges were debrided as there was some slight necrotic edge to the wound.¿ (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with partial removal of meshes (device #1 & device #2). Per operative notes, ¿the previous midline wound was excised, there were complex multiple herniation via the mesh. The small bowel was herniated through the mesh and adherent and this was dissected off it. The previous mesh from the previous onlay (device #2) and the previous laparoscopic repair (device #1) were excised. The hernial sac at the midline wound was excised as well and closed with sutures.¿ (B)(6) 2008 - patient visited hospital for wound infection which is contaminated with mrsa. (B)(6) 2009 - patient underwent exploration of chronic wound sinus abdominal wall. Per operative notes, ¿the sinus was excised to see the amount of pus in relation to the previous mesh. Cavity was curated and washed using betadine. The mesh left in situ if this wound would heal with the granulation tissues.¿ (B)(6) 2010 - patient was diagnosed with infection thereby underwent removal of infected mesh (device #2). Per operative notes, ¿the previous midline incision was opened, an abscess cavity was identified. The infected composite mesh (bar compose x) (device #2) was removed and the pfe coating had completely disintegrated.¿ (B)(6) 2012 - patient was diagnosed with infection thereby underwent removal of infected mesh (device #1). Per operative notes, ¿a midline incision was made, multiple adhesions were divided and an obvious abscess cavity to the left side of wound surrounded by the infected mesh was opened. The infected mesh (device #1) at that site completely excised and the wound was closed with sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent repair. Per operative notes, ¿multiple dense adhesions were found between the small bowel and very adherent small bowel loops within a large midline to left midline recurrent incisional hernia. Remnants of old mesh and previous sutures were noted in the abdominal wall. A soaked synthetic mesh was inserted and tacked into the position.¿ this file represents composix mesh e/x (device #2).

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with two composix meshes. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. This emdr represents the mesh ¿ composix (device #2). An additional emdr was submitted to represent the mesh ¿ composix (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.